Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Bone & joint journal 2020; 102-b(4):434-441: "reduction in patient outcomes but implant-derived preservation of function following total knee arthroplasty: longitudinal follow-up of a randomized controlled trial" reports that of a cohort of 59 implants, mean age 74.8 ±8.3 years, 58% female, a kinemax knee was reported as revised due to persistent pain at three year follow-up.